Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The techs using the cobas 6000 e 601 module indicated that quality control (qc) results had been acceptable. A tech working on (b)(46 2017 noticed that a few patient samples that were tested for elecsys hcg + beta test system (hcg + b) on the e601 module were being re-ordered and the repeat results were now <5 iu/l. On (B)(6) 2017 the tech repeated a few patient samples that had been previously run and reported outside of the laboratory. The repeat results were <5 iu/l. The customer stated the issue occurred on measuring cell 1 of the e 601 module. They decided to repeat all patient samples from measuring cell 1 from this module with initial results up to 10,000 iu/l. Most of the repeat results were below 200 iu/l but there was one as high as 1200 iu/l. The customer repeated a few other assays on the e601 module and the results were acceptable. Refer to attached data titled "initial results" for the erroneous high results for 52 patient samples from measuring cell 1 of the e601 module. All 52 patient samples were repeated either on the e 601 module in question or a second e 601 module. Most of the patient samples repeated with a result of 0.100 iu/l with a <test flag. The customer states the issue may have started (B)(6) 2017. The customer thinks that maintenance performed the morning of (B)(6) 2017 may have dislodged some particle that may have become stuck somewhere in measuring cell 1 of the e601 module in question. No patient data was provided from (B)(6) 2017. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 179825 with an expiration date of 01/31/2018. The field service engineer (fse) visited the customer site and performed an instrument check. No service action was performed since the issue seemed to affect only the hcg + b test and the issue had not recurred at the time of the visit. Additional data was provided for the e601 module in question. Since the customer is questioning high hcg + b results on the e601 module, they pulled comparison data from the e601 module in question and a second e601 module not in question to see the number of results that were <0.1 iu/l and the number of results that were > 10,000 iu/l. The customer is trying to see if the proportions of patient samples testing below the measuring range, in range, or above the measuring range were similar. The customer observed that the proportion of patient samples testing in the 3 various ranges were different when they compared the modules. Refer to the attached data titled "comparison results" for this comparison. Preventive maintenance was performed on the e601 module in question on (B)(6) 2017. Seals and pinch tubings were replaced and wash stations and probes were cleaned. Both sipper nozzles and all black tubings were replaced for the measuring cells. The pre heat pipes were cleaned with floss and the sample probe was aligned. Liquid level detection and pressure sensor values were within specification. Calibration and qc results were acceptable. No issues were identified during a review of the customer¿s calibration and qc data. The customer uses a clotting time of 25 minutes which is a little short. Clotting time should be at least 30 minutes. A review of the alarm trace from (B)(6) 2017 shows several "abnormal sample aspiration" messages and 2 "abnormal sample probe movement" messages. Similar messages were also observed on (B)(6) 2017. No additional discrepant results were observed after (B)(6) 2017. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. A possible root cause may have been a temporary issue with the e601 module between (B)(6) 2017. This could be related to a pre-analytic issue due to insufficient sample quality or due to some other unknown issue.